Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture threshold and non-sustained ventricular oversensing (nsvo) was noted on the right ventricular lead. Diagnostic imaging was performed and the physician alleged that the lead appeared "stretched". The lead was explanted and replaced to resolve the issue and the patient was in stable condition.